Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a vibrate anomaly. The customer stated that they do not know why they receive three vibrating warnings from their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer inserted new batteries in the insulin pump and stated that they will monitor the device for any further issues. The customer did not return the product back for analysis.